Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation flow: visual. Visual inspection: the x25 final tightener (part # 279712600, lot # gm5369540) was received at us cq. The tightener¿s distal tip was stripped and worn. The stripped/worn condition of the tip would render the device inoperable and is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369540 was released in a single batch. Batch1: lot qty of (B)(4) units were released on dec 30, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation. Initial reporter is a doctor & j&j company representative. Reporters state: (B)(6). A review of the device history records has been requested and is currently pending completion. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a dr. Was performing a posterior spinal fusion and while doing the final tightening, he managed to strip both final tightener shafts. This is maybe caused by wear and tear due to multiple case usage. The dr. Was able to complete his case without delay as an additional final tightener shaft was present in the set. The patient was not impacted, there were no delays and nothing fell into the patient. I have nothing further to add regarding this complaint. This complaint involves two (2) devices. This report is for one (1) x25 final tightener. This report is 1 of 2 for (B)(4).